Manufacturer narrative:
This report is submitted on december 22, 2022.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022 due to lack of gain. Subsequently, the patient was re-implanted with a transcutaneous osia implant system.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia (specific date not reported). This report is submitted on february 7, 2024.